Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damaged to the back of the pump. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked corner of belt clip rail, cracked retainer, faded serial label, and minor scratches on window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked corner of belt clip rail was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was a crack on the back of the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.